Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead resulting in the patient experiencing dizziness. Diagnostic imaging was performed and migration of the device creating tension on the rv lead was observed. The physician suspected the noise was due to the tension on the rv lead. The device was reprogrammed and later the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was capped and replaced during an unrelated procedure.